Event description:
It was reported that the unit was powered on and brought to stand-by status. About 20 minutes later, smoke was noticed coming from the unit. A loud pop was also heard. The power cord of the unit was immediately pulled from the wall. It was further reported that a flame was noticed at the bulb access door. Smoke continued to come from the unit. The unit was taken down by the head nurse who sustained a small burn on her right index finger.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was visually inspected after the cover was removed. It was found that the product had sustained heat damage and melting of internal components was noted (e.g., the bulb, bulb housing, and fan were melted). It was also noted that this product was manufactured in april of 2003, and as such, had an older version thermal switch. Corrective action was initiated to address the reported failure mode. In sum, the customer complaint was confirmed. The root cause of the failure was traced to an older version thermal switch. The failure mode will be monitored for future reoccurrence.